Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to under flouroscopy and it appeared to have advanced forward. The rv lead had intermittent capture at max output causing diaphragmatic stimulation. This rv lead remains in service. No additional adverse patient effects were reported.